Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 stat assay result for a patient sample tested on the cobas e 411 analyzer (rack system). The initial result was 255 ng/l. A second blood draw was obtained from the patient, and the result was 7 ng/l. The repeat result of the original sample was 9 ng/l. The test was repeated as the second draw result was much lower than the first draw result. The repeat result was deemed correct.